Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter. No address for customer on file.

Event description:
Consumer reported complaint for e--5 blood glucose test results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired and extremely thirsty. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 09/29/2019, and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. The customer is seeing the e5 after the blood sample has been applied. The e5 error appeared when the customer performed the blood test due to nurse stated that customer does run high and have symptoms.